Manufacturer narrative:
A review of the complaint revealed that disinfection and a glove change were not performed before hemostasis. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent a catheter ablation procedure utilizing the vascade mvp closure device. It was noted that the short sheath initially used for neck access was reused at the vascade access site. Additionally, disinfectant gloves were not changed prior to achieving hemostasis. No prophylactic antibiotics were administered preoperatively. Fifteen days post-procedure, the patient presented to the outpatient clinic with signs of infection at the access site. The patient was subsequently admitted to the hospital for three days and received intravenous antibiotic therapy.